Manufacturer narrative:
It was reported that the user "became entangled with the product". "This led to severe lacerations and blood loss. She was rushed to the hospital and later passed away". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Entangled with the product. This led to severe lacerations and blood loss."